Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04034 with g04134 and g04008. H10: the device was received for evaluation. A visual inspection with the naked eye noted an incomplete port seal. The reported condition was verified. The cause of the condition was due to the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set capd disposable disconnect y-set was leaking from the connection between the drain bag and tubing. This was observed during ¿flush¿ of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.